Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump did not recognize the cassettes. The battery compartment latch was broken and that the battery stabilizers were missing. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
H3: one device was received for evaluation. Review of the service history found no applicable history related to the reported issue. Event history log review included instances of "cassette not attached properly ". The reported problem could not be confirmed; however, further inspection found a buckling upstream occlusion (uso) seal and the motor odometer was near 6 million. The uso seal was replaced. The motor was also replaced as a preventative measure, and its odometer was set to zero. A performance verification testing (pvt) was performed, and the device passed all testing criteria. Software was updated and the device was reset to standard configuration.